Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged - separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ extension set tubing was defective and broke from the needleless connector, causing leakage. The following information was provided by the initial reporter: "it broke apart into two pieces during priming. Was there any leakage upon separation? Yes. At what part did tubing separate? Between the second needleless connector and the rest of the tubing set. Were there any adverse events or patient impact as a result of issue? No".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ extension set tubing was defective and broke from the needleless connector, causing leakage. The following information was provided by the initial reporter: "it broke apart into two pieces during priming. Was there any leakage upon separation? Yes. At what part did tubing separate? Between the second needleless connector and the rest of the tubing set. Were there any adverse events or patient impact as a result of issue? No".